Event description:
N/a.

Manufacturer narrative:
Additional information: e1: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) cardiosave turns on the machine and there is a loud alarm sound. Getinge field service engineer (fse the user department said that when turning on the machine, there is a long loud warning sound that continues all the time from inspection, it is found that when turning on the machine, the machine screen turns on normally. But there is a long loud warning sound all the time* - check the alarm list and find that there is alarm code 139 communication error between the power management board and executive processor board. - try changing the board pcb, power management, rohs spare (not in v014) found that after changing the pcb board, power management, the machine can be turned on normally. There is no longer a continuous loud alarm sound - test the use of the machine. It was found that the machine can be used normally a new pcb, power management board will be purchased and replaced again due to the damaged board is covered by the company's warranty ( pcb, power management ) . There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported that during routine check when turning on, the cardiosave intra-aortic balloon pump (iabp) unit has a loud alarm sound all the time. There was no patient involvement.